Manufacturer narrative:
H10: the devices were not returned. And the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective pull ring cap of an unspecified quantity of amia automated pd sets disconnected from the line connector. These issues were further described as the caps were loose inside the individual packaging (off the line) or caps were falling off the line when the set was taken out of the packaging. These issues were observed during unspecified process steps of automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.